Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during proximal pancreaticoduodenectomy while firing on stomach and on the head of pancreas, the surgeon reported the firing was very slow. On the first firing on the head of pancreas, firing stopped halfway and the device could not be operated with the button. The battery was removed and reinserted and the device was released from the tissue. Replaced by a new device to complete the procedure. No patient harm.